Event description:
Cardinal surgical clippers were being used to prep area for a femoral aorta bypass. Use of the device caused skin redness and some blood was noted. Following this event all cardinal clippers were removed and replaced with an alternate vendor's product.